Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a stent placement procedure in the cystic duct for a distal biliary stricture secondary to chronic pancreatitis, performed on (B) (6) 2010. According to the complainant, the stent was placed in a satisfactory position across the cystic duct without any complications. A previously implanted plastic stent was removed during the same procedure. A sphincterotomy was not performed during the study stent placement procedure. After the procedure, the patient presented with right upper quadrant abdominal pain. The time between the procedure and onset of pain was reported as "after the procedure which ended at 11:09 (B) (6) 2010, but before discharge on (B) (6) 2010." The patient received medication, and the event was reported as resolved without residual effects at the time of patient discharge on (B) (6) 2010. No issues with the stent were reported, and no additional medical or surgical intervention was required. The stent remains implanted. The physician assessed the event as probably related to the stent placement procedure. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B) (4) (medical intervention required). (B) (4). As the device has not been returned, boston scientific corporation could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review identified that this device was not used per the directions for use (dfu). However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain is listed in the dfu for this product as a potential adverse event related to the use of this device. The most probable root cause is anticipated procedural complication.